Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system explant procedure. During the procedure, the right ventricular lead was being removed when a right hemothorax was noted. A venography was performed, and it was noted that there was excessive bleeding in the subclavian. A right chest tube was placed and the patient maintained good pressure and rhythm throughout. Another venography was performed and it was noted that the bleeding had stopped. The patient was sent to the ICU for recovery. No further information is available.